Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting over-sensing noise. No changes or intervention was performed. There were no patient consequences.